Manufacturer narrative:
The cec has determined that the myocardial infarction was possibly related to the device and definite to the procedure. They reviewed the film and determined that the dissection was the cause of the myocardial infarction. There was no event of stent thrombosis.

Event description:
Shockwave medical received additional information on (B)(6) 2025: the cec reviewed the film and determined that the dissection was the cause of the myocardial infarction. There was no event of stent thrombosis.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection, hematoma, pseudoaneurysm, and myocardial infarction could not be determined based on the information available. A drug-eluding stent was placed due to a dissection and hematoma at the distal edge of the previously placed lad-d1 stent. There was no report of any ivl device malfunction. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This event was reported to shockwave medical via the post market empower cad clinical study. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the proximal left anterior descending (lad) artery. This report is for the first catheter (refer to MDR 3015053858-2024-00057 for the second catheter). The patient had a target lesion of 90% with a severe degree of calcification. It is unknown how many pulses the first c2+ catheter delivered. The second c2+ catheter successfully delivered 120 pulses. Following ivl treatment, non-compliant balloons were used for post-dilation and drug-eluding stents were placed. There were no ivl malfunctions reported for both catheters. Two days after the index procedure, an ultrasound of the arterial upper extremity findings showed a distal radial artery pseudoaneurysm. It was then treated with compression dressing. Imaging was repeated and there was no further evidence of a pseudoaneurysm. Four days after the index procedure, the patient experienced sudden chest pain. The EKG showed possible new anterior t wave inversions (previously non-specific t wave abnormalities), and troponin 754. The patient went back into the catheterization lab. A drug-eluding stent was placed due to a dissection and hematoma at the distal edge of the previously placed lad-d1 stent. There were unchanged coronaries, via the left renal artery (lra) access. The access sites remained stable and there was no further chest pain. Six days after the index procedure, the patient was discharged. This event was sent to the clinical events committee (cec) for adjudication of the non-st elevation myocardial infarction (nstemi) due to chest pain and elevated cardiac biomarkers. The cec has determined that the myocardial infarction was possibly related to the device and definite to the procedure.